Manufacturer narrative:
Company representative evaluated device. The elan/clan were reseated and corrected the problem was corrected.

Event description:
Customer reported issue with the panorama central station, which may have affected patient monitoring. No patient injury was reported.